Event description:
Stiff knee required manipulation of soft tissue and scar tissue removal. Insert replaced with one of similar size.

Manufacturer narrative:
Surgeon states that revision surgery was not implant related. Since the implant is not being returned, this is the final report.